Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating an oxygen motor error. The occurrence was not reported during any previous usage, and there was no patient harm reported. The manufacturer's service technician did not duplicate the finding. The service technician replaced the main pcb board as a precaution. Final testing was completed and all testing passed per operating specifications.